Event description:
Reporter alleged the customer obtained the results of 93 mg/dl and 264 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she drank sweet tea after the 93 mg/dl result and that she drank water after the 264 mg/dl result. Reporter stated that when she didn't feel better, she took metformin to lower her blood glucose levels. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the customer no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.